Manufacturer narrative:
Additional information sections as of 17-jan-2020: h6: updated FDA's method, result, and conclusion codes. Corrected sections as of 17-jan-2020: h10: most likely underlying root cause changed from "mlc-20: user's test strip had poor storage" to "mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system". Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: product notification letter sent to contact customer care.

Manufacturer narrative:
Sections with additional information as of 02-may-2020: h6: added FDA's method. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 149, 126, 139, 137 and 145 mg/dl; 149 and 126 mg/dl were back to back blood test results. Customer was also comparing results with another device and stated there was a 20-30 point difference; actual meter to meter comparison results were not provided. The customer was not using proper testing technique and was taking blood sample from the same finger. The customer¿s expected fasting blood glucose test result range is 120 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2019 she went to the doctor regarding her results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 03/26/2021. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).